Event description:
Intera oncology received a report from a physician that on december 2, 2025, during the preparation of pump (B)(6), the or team had no issues with emptying, filling, or flushing. When the pump was cooling down to 95°f, they noticed the catheter was no longer beading after going below 100°f. They increased the temperature back up to 120°f, flushed the catheter with 4 ml of low-dose heparinized saline, and waited 5 minutes. After 5 minutes, the catheter was beading again. However, when the temperature cooled below 100°f, the catheter stopped beading again, and they decided to open the backup pump.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The pump was tested at intera oncology and the complaint allegation of the pump unable to bead during or prep was not able to be replicated.

Event description:
Intera oncology received a report from a physician that on (B)(6) 2025, during the preparation of pump (B)(6), the operating room team had no issues with emptying, filling, or flushing. When the pump was cooling down to 95°f, they noticed the catheter was no longer beading after going below 100°f. They increased the temperature back up to 120°f, flushed the catheter with 4 ml of low-dose heparinized saline, and waited 5 minutes. After 5 minutes, the catheter was beading again. However, when the temperature cooled below 100°f, the catheter stopped beading again, and they decided to open the backup pump.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. On (B)(6) 2025, intera oncology shipped a return kit to the physician office to retrieve the actual device for examination. To date, the pump has not been returned. Therefore, once we receive the pump and it's evaluated, a supplemental report will be submitted.